Manufacturer narrative:
D9: device was received on 3/6/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found that the reported issue to be caused by a malfunction of the microswitch. The microswitch was replaced to fix the issue.

Event description:
It was reported that the heating tube disconnection alarm is sounding even though the heating tube is inserted. The event occurred during priming at the facility, no patient involvement and no patient harm or adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.